Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the second firing, the reload was connected to the manual stapling handle. The surgeon clamped the tissue, pushed the green button, and tired to squeeze the handle. However, could not squeeze it at all and could not fire the device. The surgeon released the tissue and then replaced the reload. The loading and firing were completed with no problem. The surgeon stated that the tissue was not hard or thick. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.